Event description:
Reported via patient call center. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on eliquis which they took for about one week then was switched to aspirin 81 mg by implanting physician. Eight (8) months post procedure the patient experienced a cerebral vascular accident. The patient is currently taking cymbalta, aspirin 81 mg and a stool softener. No other complications were reported to have occurred.